Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was being implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). It was reported that during the procedure, the physician forward the device further than was intended (approximately 4-5cm above the planned landing spot). An attempt was made in the hopes that the barbs on the supra-renal stent had not engaged the aorta, but was unsuccessful. The procedure was stopped and a surgeon was called to successfully removed the graft. The final patient status was reported as being stable and taken to intensive care unit (ICU).

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the alto malposition is confirmed, and the renal occlusion and surgical conversion are unconfirmed. This is moderately consistent with the reported adverse event/incident. The clinical evaluation shows that the most likely causation for this event was user related. It was reported that during the procedure, the physician pushed forward the device much too forcefully, landing the device 4-5cm above the planned landed spot. This likely contributed to the reported event. The final patient status was not reported. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: h6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.